Event description:
It was reported that while in anesthesia, the pt went into shock due to an allergy to chlorhexidine. This was confirmed by a blood test and as a result, the catheter was removed from the pt and replaced with a non arrow catheter. After an emergency treatment, the intra operative resuscitation consisting of IV fluids, boluses of epinephrine, vasopressin, and cardiac massage, the pt recovered. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence. The pt is fine.

Manufacturer narrative:
(B)(4). The device is not being returned.